Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report#: 2134265-2017-03714, 2134265-2017-03715. It was reported that balloon ruptures occurred. The target lesion was located in the moderately calcified, non-tortuous, left posterior tibialis artery. Three balloon catheters, a 1.5mmx20mmx143cm coyote es balloon, a 2.0mmx60mmx150cm coyote balloon, and a 2.0mmx100mmx150cm coyote balloon were used, however, all three burst at 14-16atm on the first inflation at the distal balloon shoulder. All devices were removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.